Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, a helix mechanism test was performed at the preliminary check. During the test, the helix was unable to be extended after numerous turns. When it was finally able to extend, it was unable to be extended smoothly. Another lead was used in the procedure. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.